Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. Blood glucose level was 152 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.